Event description:
Same case as MFR report #6000093-2006-01095. During a coronary drug eluting stenting treatment procedure there was stent damage. Vascular access was via the right iliac artery. The target vessel location is unk. Upon opening a 2.75x16mm taxus express2 drug eluting stent, flared stent struts were noticed. This device was not used. Then the physician attempted to use a 3.5x32mm taxus express2 drug eluting stent could not cross the lesion. Upon removal of the stent catheter from the body, it was noticed that there were flared stent struts. The case was then completed using a different device (unk what type). There were no pt complications and the pt is reported as ok.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.